Manufacturer narrative:
Cable.

Event description:
The customer reported the remote alarm cable was damaged and the wiring was disconnected from the molded connector one end of the cable. Factory analysis confirmed the reported problem, and visual inspection of the interior of the molded connector revealed that part of the wiring is still attached to the connector which indicates that enough force was applied to this cable to snap the wires and dislodge the cable from the molded connector. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The cable damage found during analysis may cause the remote alarm to fail to alert the user upon ventilator alarm activation. The ventilator operators manual indicates the user should fully test the remote alarm and cable before use.